Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that this elderly female patient was admitted to hospital due to trauma in a car accident. On (B)(6) 2023, the catheter was inserted under ultrasound guidance. The insertion was done smoothly and the catheter was positioned at t6 by x-ray. The catheter was used properly for infusion. On (B)(6) 2023, the patient removed the extension tube by herself and it broke at the connection with the catheter. 43 cm of the catheter body was not seen. Neither x-ray nor CT scanning the whole body detected the ruptured portion of the catheter. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a damaged groshong catheter was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted a 4fr s/l groshong nxt clearvue catheter. The depicted portion of the device included an assembled connector. A portion of blue catheter appeared evident within the clear strain-relief sleeve portion of the distal connector segment. No additional catheter was evident in the photograph. Catheter damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) stress and sharp instrument contact. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported that this elderly female patient was admitted to hospital due to trauma in a car accident. On (B)(6) 2023, the catheter was inserted under ultrasound guidance. The insertion was done smoothly and the catheter was positioned at t6 by x-ray. The catheter was used properly for infusion. On (B)(6) 2023, the patient removed the extension tube by herself and it broke at the connection with the catheter. 43 cm of the catheter body was not seen. Neither x-ray nor CT scanning the whole body detected the ruptured portion of the catheter. No other information was provided.